Manufacturer narrative:
(B)(4). Device received in conjunction with another complaint (event captured in MFR. Rpt. # 3003898360-2018-00199). Visual inspection of the returned device was conducted. The expiratory connector sustained damage which has been confirmed from the visual inspection. Due to the nature of the damage, the circuit cannot be placed into a full bench test scenario hook-up to include the heater, air, and moisture. Ohms resistance testing for both inspiratory and expiratory limbs are found to be within specification ranges. A device history record review could not be conducted since the lot number was not provided. A root cause cannot be determined based on testing. It is possible the damage could have originated from a poor electrical connection, or some form of contamination at the electrical joint. A conclusion code could not be chosen as the complaint was confirmed however a root cause could not be determined.

Event description:
Complaint alleges "infant circuit pigtail connector, expiratory limb, has a heavy burn/melt (blackened) at the neptune connector interface." There was no report of patient or user injury or consequence.